Event description:
It was reported that manual insulin delivery stops occurred, almost daily, mainly in the evening, which were not initiated by the user. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued to use pump for insulin therapy.